Event description:
A surgeon reported that there was an infusion and irrigation problem during a cataract procedure that would not allow them to continue with the case. It was reported that a system message displayed and "all functions were canceled on the display". The system was exchanged and the case was completed without harm to the patient. After completion of the surgery, the pack was replaced on the first system. The system was then used to complete the remaining cases for the day with no further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).